Event description:
The customer reported the device was displaying "device error. Service required." The rfu indicated red x, and when the operational check was run, the charge button and shock button steps were skipped. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). The device was evaluated by philips and the stated problem was confirmed. Philips also found that the device failed to pace and failed pads/paddles and leads ECG testing. Philips found the power pca to have been the cause of this multi symptom malfunction replaced the power pca to resolve the issue. The device passed testing and was returned to the customer.